Event description:
It was reported that leakage was observed from the bottom of the infusor patient control module watch chamber. It was reported that this occurred during filling of the device with ¿sufental-290, emcaine-20, ropiva-10¿ and normal saline for a total fill volume of 100ml. The reporter stated that the reservoir did not appear to be damaged. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured november 21, 2013 ¿ november 25, 2013. Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the device with water; during filling, a leak was observed at the corner of the reservoir. The cause of the condition was not determined. A CAPA was opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.